Event description:
Information received indicates when the brakes were engaged the brakes did not hold at the foot end of the stretcher.

Manufacturer narrative:
The technician found that the hex rod was missing at the foot end of the stretcher. This caused the brakes not to engage at the foot end when brake was activated. He installed a new hex rod to repair the stretcher.